Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call placed to technical services states the patient came in (B)(6) with some diphragmatic stimulation. The patient hasn't had it in a while however they came in today and she has been feeling it again from time to time. At the last check they programmed her lv lead configuration to none, turned off lv daily pace impedance measurements, and programmed dod 60-120 rv only. The patient came back because she was still feeling the stimulation occasionally. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).